Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a generator changeout procedure, this lead exhibited insulation damage. Subsequently, the physician decided to fix the insulation damage with a repair kit, which is considered off-label use. No additional adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that during a generator changeout procedure, this lead exhibited insulation damage. Subsequently, the physician decided to fix the insulation damage with a repair kit, which is considered off-label use. No additional adverse patient effects were reported. This lead remains in service.additional information was received that all lead parameters were normal before and after the repair. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This report is being submitted as additional information was received with the details of this event and the implant date. This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.